Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in london, united kingdom. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to fix the issue, patient pump 1 and distribution board were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to a patient pump 1 when the machine was in service. There was no patient injury.

Manufacturer narrative:
H10: the most likely root cause of the reported issue is associated to pump motor bearing damaged by the corrosion. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions. This condition led to have an overcorrent on the distribution board, damaging it.

Event description:
See initial report.